Event description:
It was reported that the patient presented to the emergency room with diaphragmatic stimulation. It was noted that the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.